Manufacturer narrative:
Additional data: d4. The device was returned. The investigation has been updated, and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned without the original case. The returned device was visually inspected, and connector was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the connector appears to be broken. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint device has not been returned. Should the device be returned, an ivestigation will be performed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. Reportedly the metal arm has come loose. Patient began use of the appliance on (B)(6) 2025 and stopped using the appliance due to breakage on (B)(6) 2025. No injury was reported.